Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system on site and confirmed that motorized geometry movements were not available. Review of the system log file confirmed multiple error. To resolve the issue, fse replaced the certeray generator xsc board, new xsc was installed, followed by software loading, configuration, and adaptation processes. Additionally, yield and edl were performed, and air kerma was adjusted and verified. The defective generator was returned to philips for analysis the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the motorized geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.